Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles inside of the fill channel, brown particles inside of the device. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against right device. The device has been replaced.

Event description:
Healthcare professional reported "deflation" against right device. The device has been replaced.

Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.